Event description:
A customer reported that the coulter lh500 hematology analyzer leaked approximately 2ml of lyse reagent onto the counter. The customer also reported that the analyzer would neither prime nor generate diff results. The customer was wearing a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes, and no one sought medical attention. The customer reviewed the material safety data sheet (msds), and has an exposure control plan in place at the facility. No erroneous patient results were generated in connection with this event. Beckman coulter customer technical support (cts) assisted the customer with troubleshooting the issues. The customer opened the front of the instrument and observed the leak under pinch valve (pv) 27 and pv28. The customer replaced the tubing on both pinch valves, and resolved the leak. The customer replaced the diff reagent pack that was empty, and updated reagent log to resolve the diff issue. The customer then primed the instrument, ran startup, but the instrument failed white blood cell (wbc) and platelet (plt) background. The cts advised the customer to perform zap aperture procedure and repeat startup, which resolved the issue and the instrument became operational.

Manufacturer narrative:
(B)(4).